Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo, and was observed to have blood ingression.

Event description:
It was reported that a patient with symptoms of dizziness presented to the emergency room. It was discovered the patients right ventricular (rv) lead was undersensing and demonstrating intermittent non-capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.